Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that critical override. A technical support specialist login to the server confirmed that no one is able to login checked iis for certificate issue and confirmed all the pools are running checked logs found following error ssms it shows synchronized started dba transaction log backup issue resolved and users can login now. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system critical override has been activated, and the disconnected mode is preventing access to any of the med es pyxis stations within the facility. A customer has reported that they were able to log in and dispense the medications, while simultaneously needing to utilize the pharmacy services. There were no adverse events or injuries reported based on this event.